Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator (ipg) 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient presented for a routine follow up. High impedance and an increased threshold were noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.